Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify the reported issue through review of the software logs. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker replaced the device's lid but the device still did not turn on as expected stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not turn on automatically when the lid is opened as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.